Event description:
Hcp reported "the pump needed to be replaced." The pump was explanted and replaced in 2004. The pump was returned to the MFR for analysis. A follow-up report will be sent when additional info is available.